Event description:
The patient was implanted in 2003, with a left ventricular assist device (lvad). In 2004, the surgeon contracted the manufacturer after replacing the lvad due to suspected device bearing failure. The surgeon noticed that the outflow graft was twisted under the strain relief. This could not be seen with the strain relief in place. The surgeon thought that this occured at implant and resulted in high pump chamber pressure leading to pre-mature lvad bearing failure. The lvad was replaced and the patient remains ongoing on lvad support.

Manufacturer narrative:
The manufacturer received the device on 11/16/2004, for analysis. The patient remains on lvad support while awaiting a heart transplant. The analysis of the pump assembly revealed that the cause of the reported event was due to the wearing and failure of the outer cam follower bearing, especially to the internal bronze bearing retainers. The outflow graft twist under the strain relief was not confirmed and the strain relief was severed and not returned. The outflow valve revealed a leaflet tear that would result in regurgitation. The overall evaluation of the mechanical aspects of the device (moderate amount of particulate and wear for the support duration) suggests the device may have been either operating at high heat rates, or subjected to high loads for an extended period of time. In an effort to address bearing wear related issues, the manufacturer is in the process of redesigning the pump bearings through the design change system. No further information is available. The manufacturer is closing its file on this event.